Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Chr showed no other similar product complaint(s) from this lot number.

Event description:
The facility had a sherlock wire that sheared off into the patient, and radiology had to go in through the groin and remove it. It sounded as if the tip was intact, but there was a small area above the magnetic tip that was missing. The patient was a difficult insertion, and they thought they may have a stenosis at the time of insertion.